Event description:
Registered nurse (rn) contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, sensor wire was missing. Rn states that sensor wire fell off the needle when it was retracted. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4).